Manufacturer narrative:
(B)(4). Exact implant date unknown; reportedly implanted between (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was required for a malunion proximal third femur fracture. The implants: two (2) 5.0mm titanium locking screw t25 stardrive 42mm, one (1) 5.0mm titanium locking screw t25 stardrive 52mm, one (1) titanium end cap t40 stardrive and one (1) 10mm titanium lateral entry femoral recon nail; were removed with no allegations of deficiency and found to be in good condition. The original surgery took place between (B)(6) 2015 as a result of the patient being in a car accident. The revision surgery was performed at the request of the patient's auto insurance company as the malunion of the femur persisted and not due to issues with the implants. There were no surgical delays and no ill-effects suffered by the patient. The procedure was completed successfully. The patient status was reported as stable post-surgery. (B)(4).